Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10: 11-165222, ringloc bi-polar 28x49mm, lot 431070. 163662, 28mm mod hd std neck tp1 taper, lot j7291974. G2: foreign - event occurred in netherlands. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is not available/not released. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient passed away 71 days post left hip implantation due to unknown reasons. Attempts have been made and no further information has been provided.